Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic due to a vibratory alert. During device check, high impedance and high threshold were observed. Connection issue suspected. The lead was explanted and replaced when repositioning was unsuccessful.